Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was unable to be confirmed. This unit could not be tested as the drive shaft was frozen. There is evidence of excessive soap residue in the bearings at the proximal end of the attachment that caused the mechanism to lock up. Excessive soap residue is caused by too much concentrated detergent being mixed with water which gets left behind following the dry cycle in the autoclave. This happens during the cleaning process in the central sterile department. A review of the device history record did not indicate any conditions during manufacturing operations that would be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unknown if there was any injury or medical intervention. There was no additional information provided.